Event description:
Pt severely choked on and subsequently swallowed the tip of a terumo syringe, while taking pedialyte for stomach problems. While she was hospitalized, I sought the help of the syringe's maker. Unfortunately, rather than acknowledging my need for their expertise, the reps of the co's only focus has been to say that the syringe was not meant for dispensing liquid medications to infants and that the physician who sold the syringe should not have done so. Unfortunately, that provides little solace since the syringe, to the best of my knowledge, to this day, has still not been passed through my daughter's system. Irrelevant of their defense, the fact is that the syringe in question was given to me by a professional pharmacist at my local pharmacy when I purchased liquid infant medicine. One must ask if a professional pharmacist does not know that the syringe was not intended for oral use, how would an untrained mother know? The answer is quite obviously that because there is no proper usage or warning stated on the individual package, both the educated and the uneducated would not know. Call me an idealist, but isn't the safety of all medical devices regulated by government guidelines? Aren't there labeling requirements to prevent the misuse by attending personnel, whether it be a doctor or mother? Again, the answer is quite obviously there are no such regulations governing the syringe in question. Even more obviously, there should be. In this particular case, the addition of four simple words, `not for oral use', or even the addition of one simple word `hypodermic', would have prevented the entire situation. Could anyone argue that for a major international medical co like terumo to not provide such a warning on every single terumo product is an unconscionable act of premeditated malpractice? It is no wonder that there are so many lawsuits robbing the medical profession in the courts today. I, therefore, urge you to guarantee the well-being of all americans by calling for an immediate review and improvement of the labeling of the terumo syringe.